Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the device broke and plastic fragment fell into peritoneal cavity. No injury to the patient because the fragment was noted.